Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic, the patient experienced keloid formation at the abutment site (specific date not reported). The device and abutment were explanted on (B)(6) 2022. Subsequently, the patient was placed under general anesthesia in order to perform skin revision surgery. The patient was reimplanted with another cochlear device during the same surgery.